Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation/inspection of the suspect device showed the forceps elevator had foreign matter present, and the inside of the lens was dirty, indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports a duodenoscope had leakage from the bending tube, and the forceps elevator does not move up at all. There is no reported patient impact related to this occurrence. Additional details have been requested. At this time, no additional information has been provided. Physical evaluation/inspection of the suspect device showed the forceps elevator had foreign matter present, and the inside of the lens was dirty, indicating insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided: the reported issue was discovered during reprocessing, there was no procedure or patient involved. No additional information is available.

Manufacturer narrative:
This report is being updated to provide additional information received. New information is reported in date of event, event, initial reporter name and address, and initial reporter occupation.